Manufacturer narrative:
Conclusion information: an investigation was not possible because the product is still implanted. The progav 2.0 is an adjustable differential pressure unit equipped with a tactile feedback mechanism. This mechanism allows the user to feel exactly when the pressure is sufficient for adjustment. In addition, the unique "active lock" mechanism protects the progav 2.0 from accidental adjustment due to the influence of external magnetic fields. According to our documentation, the progav 2.0 is classified as mr-conditional, see "MRI safety information" on miethke website. The "active lock" can be deactivated by pressing the valve membrane. The release is indicated by a click. The valve can only be adjusted with the adjustment tool once it has been deactivated. In the case described, the doctor was able to adjust the valve without any problems and hear the click sound. The cause of the unintentional adjustment before is unknown to us. Please note: sometimes, the adjustment tool might be right next to the compass during the measurement. When checking with the progav 2.0 compass, please make sure, that there are no other magnetic sources nearby to affect the compass needle. A meaningful analysis is only possible by an examination.

Event description:
It was reported that a progav 2.0 (#fx410t) was implanted during a procedure. According to the complainant, the shunt system showed an involuntary valve pressure adjustment. Here was no blockage, there was a clicking sound when the valve was pressured and the doctor was able to adjust the pressure without any problems. No revison is scheduled at the time of the report. The valve is still implanted.